Event description:
It was reported that the nbp cuff was for 19 minutes inflated on the pt's arm. During this time, no pressure was released. Pt complained about the nibp measurement, but it could not be verified, if the pressure was really applied for 19 minutes. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.